Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smear cervix abnormal. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included morbid obesity, hypothyroidism, hypertension, uterine bleeding and uterine myoma. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced rash ("skin rash / rashes all over legs/abdomen/chest"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal pain lower, vaginal haemorrhage, menorrhagia and headache had resolved and the alopecia, dysmenorrhoea, migraine, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 255 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/something is poking to me') in a 42-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, breast reduction, allergy to surgical sutures, asthma and insomnia. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included morbid obesity, hypothyroidism, hypertension, uterine bleeding and uterine myoma. Concomitant products included levothyroxine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced rash ("skin rash / rashes all over legs/abdomen/chest"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal pain lower, vaginal haemorrhage, menorrhagia and headache had resolved and the alopecia, dysmenorrhoea, migraine, weight increased, abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 255 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu3 and fu4 processed together-pfs (social media) received: new event fibroid added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smear cervix abnormal. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included morbid obesity, hypothyroidism, hypertension, uterine bleeding and uterine myoma. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced rash ("skin rash / rashes all over legs/abdomen/chest"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal pain lower, vaginal haemorrhage, menorrhagia and headache had resolved and the alopecia, dysmenorrhoea, migraine, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Current weight 255 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines, headaches, weight gain, abdominal pain", reporter, lot number added from pfs. Concomitant and historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, pelvic pain and rash to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.